Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by synchron lx20 clinical system for one patient. The erroneous result was not reported out of the laboratory. The result was confirmed on an alternate instrument prior to reporting to the physician. The results are shown. There was no effect to the patient or to the user.

Manufacturer narrative:
Calibration and qc results were within the established specifications. A bci field service engineer (fse) checked all glucose module hardware. No hardware was replaced. A definitive root cause for this event has not been determined to date.